Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -6.00/2.50/125 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The replacement lens resolved the problem. See MFR # 2023826-2023-00614 for initial lens.

Manufacturer narrative:
(B)(4).